Event description:
Info received indicates the left foot brake casters will not roll, but continues to swivel when in brake.

Manufacturer narrative:
The tech replaced the left foot brake caster to repair the bed.